Event description:
It was reported that the system 6 dual trigger rotary allegedly ran on its own during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 6 dual trigger rotary allegedly ran on it's own during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of the device running on its own could not be duplicated during the evaluation. No failure was found and the handpiece was observed to perform as designed.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.